Event description:
Report no. 2084725-2025-00001 new corroborating clinical documentation from the treating allergist confirming cidex opa use at the facility and causation. Would like to supplement. Can also add ER records if needed.